Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell 3 of 4, while the hp was connected. Nothing was found during troubleshooting that could have caused or contributed to the alarm. The technical service representative (tsr) explained the alarm and had the hp cycle the power on the hc device to clear it. The tsr advised the hp to close all of the clamps and start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cassette is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and two bags were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. Simulated use testing was performed using a homechoice machine, the device, and the returned bags; the device operated according to specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.